Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (biphasic pulse out of spec) has been confirmed. As rec'd, the monitor case was discolored at the belt connector. Upon eval, there was corrosion on the j502 connector and the table board. The cause of the biphasic pulse out of spec is the corrosion. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective monitor.

Event description:
A us dist returned a monitor indicating that it delivered a biphasic pulse during testing that was out of spec.